Event description:
Spoke to pt who states that her ms-3 pump is going "haywire". Pt states that she loads the cartridge, goes through the set up screens, but the pump is not allowing her to proceed with the programming. Device malfunction. "Did the reported product fault occur while in use with a pt: no; did the product issue cause or contribute to pt or clinical injury: no; did we replace device: yes." Dose or amount: 178nkm, frequency: continuous, route: subcutaneous. Dates of use: (B)(6) 2012 to present. Diagnosis or reason for use: pah.